Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 07/14/2014 and 07/18/2014. A companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted in the companion sample. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a protruding sponge. This was found before patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report 25 of 120.